Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformance's were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing of the battery handpiece/modular device was not functioning and was defective. It was further determined that the handpiece free moving failed and the device created a heavy noise. It was further determined that the device failed pretest for check the attachment coupling and check of free moving. It was noted in the service order that while performing a demonstration testing the device made noise while being used with the power module device and the lid device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.